Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular (rv) lead had high capture thresholds. The rv lead was explanted and replaced. The patient was stable throughout the procedure. Further information was requested but not received.